Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl. The customer's blood glucose was 51 mg/dl at the time of call. The customer stated that they treated the low blood glucose with orange juice. The customer stated that the blood glucose went to 131 mg/dl at the end of call. The customer did not find issues on the insulin pump during troubleshooting. The insulin pump will not be returned for analysis.